Event description:
The patient called animas and alleged that the pump emitted recurring loss of prime warnings. The pump was returned to animas and evaluation revealed that the force sensor was contaminated. This complaint is being reported based on evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump was returned to animas and evaluated on march 8, 2012. This complaint is reported based on the results. Evaluation revealed contamination on the force sensor shim plate. The force sensor calibration test confirmed that the force sensor is detecting below the correct force. The pump was able to prime successfully. The pump was exercised for 24 hours with no loss of prime alarms given. Review of the pump history confirmed multiple loss of prime warnings due to non-zero low force.